Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be identified although it can presumed that it was due to stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: chapter 3 ¿preparation and inspection¿ section 3.2 ¿inspection of the endoscope¿ ¦inspection of the endoscope. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the connecting tube had a wrinkle. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The flowing parts had a scratch: eyepiece, diopter ring, control unit, scope cover, up/down angulation lever plate, grip, connecting tube, angulation lever, and image guide protector. The venting connector under the grip was shaved. The connecting tube had a dent. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope connector was damaged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.